Event description:
Subject ID: (B)(6). It was reported that the right tibial shaft fracture resulted from a low energy accident on (B)(6) 2021. Fracture was a closed ao 42b3 classified type ii fracture. A right fibula fracture classified as 4f1b was also sustained. The surgery was delayed due to a covid-19 infection diagnosed upon admission to the hospital. The patient wore a plaster splint until the surgical treatment. On (B)(6) 2021 open reduction internal fixation (orif) was completed with a tibial nail and screws. A corrective osteotomy was completed as well. Patient was discharged (B)(6) 2021. There was extended hospital stay: overall, due to the increased effort involved in corrective osteotomy and there was a significantly prolonged secretion anteriorly and distally with no evidence of an infection. Follow up with radiograph images occurred on (B)(6) 2021, and it was noted bone union had not been achieved, and no infection noted. A secondary loss of reduction was noted, and a revision surgery later occurred on (B)(6) to dynamization the tibial nail, and remove the proximal static screw. This required additional hospitalization and medical intervention. This report is for one unknown screw for (B)(4). (B)(4) and (B)(4) are related complaints. (B)(4) is created to capture- extended hospital stay. (B)(4) is created to capture- surgical intervention for dynamization of tibial nail and removal of proximal static nail

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility address: zentrale op-abteilung etage 003 empfänger 0009324300 albert-schweitzer-campus 1, geb. A1 h6 component code: imdrf annex g code g07002 (appropriate term/code not available) is used to capture no findings available due to no product returned. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.